Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of the green main module door of an exactamix compounder was cracked. It was not specified as to when this occurred. There was no patient involvement. No additional information is available.